Manufacturer narrative:
The screws were examined and did not have any defects that could have contributed to the failure of the plate. Additional mdrs associated with this event: 3025141-2017-00293: plate, 3025141-2017-00294: screw 1, 3025141-2017-00296: screw 3, 3025141-2017-00297: screw 4, 3025141-2017-00298: screw 5, 3025141-2017-00299: screw 6, 3025141-2017-00300: screw 7, 3025141-2017-00301: screw 8, 3025141-2017-00302: screw 9, 3025141-2017-00303: screw 10.

Event description:
An implanted olecranon plate broke 11 weeks post operatively. The plate and screws were explanted.